Manufacturer narrative:
Reference medwatch report# 1045254-2010-00011 (device 2) for additional equipment involved in this event. A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. This product is being used for treatment. At present, the pt is getting some nerve sensation back. No additional f/u care was required as a result of this event. Less than a half an hour delay of surgery occurred while diagnosing the problem with the equipment. An analysis of the nim 2.0 system that was returned to medtronic showed that there was a missing hex nut from the connector on the back of the mainframe where the pt interface component screws in. The two screws on the interface cable were severely bent and the cable connector was damaged indicating mishandling. The failure of the unit to signal was recreated by installing the one screw and manipulating the cable connection into the back of the mainframe. The nim system did not function properly due to the damage at the connector. After replacing the interface cable and the hex nut with washer on the back of the mainframe, the interface was securely connected to the mainframe. The system was then electrically tested and found to be within specification with no other fault found. The instructions for use statements include but are not limited to, the nim 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised the surgical practitioner must rely on alternate methods, or surgical skill, experience, and anatomical knowledge to prevent damage to nerves. Repair and/or modification to the nim-response 2.0, or any accessories by anyone other than qualified service personnel may significantly compromise the unit's ability to monitor nerve activity and/or void the equipment warranty. Medtronic xomed recommends preventative maintenance and screen calibration scheduled at yearly intervals. A review of the complaint history indicates no trends for this product. No anomalies were found in the mfg records. No other service and repair or complaint records exist on this nim 2.0 system.

Event description:
During mastoid surgery, the doctor stated the equipment failed to signal. The pt was subjected to some facial nerve paralysis.